Event description:
It was reported that there was an unretrieved device fragment. A 7x120 eluvia drug-eluting vascular stent system was selected for use in a leg intervention. During the procedure, half of the stent was deployed when the thumbwheel kept spinning without deploying the rest of the stent. Ultimately the stent was able to be deployed, albeit deformed. After a contrast run, it was observed that part of the internal stent system went downstream and created no flow. The fragment could not be snared because it could not be seen under fluoroscopy. The fragment was instead pushed into a peroneal branch. No patient complications were reported. The patient is expected to fully recover.